Event description:
The patient called alleging that their meter reads blood as control. They had done a blood test and obtained a control reading of 3 and 4 (unknown unit of measure) they felt weak at the time of testing. They contacted their md who mentioned that was an incorrect reading and advised them to drink some grape juice and to eat peanut butter. Customer service found out that they had been smearing the blood sample on to the test strip, smearing the blood on to the test strip can produce a control reading. Customer service had them retest using the proper technique and meter still displayed a reading with control. Customer service was unable to resolve the issue and sent her a new meter.